Event description:
The customer reported that false positive cardiac troponin (accutni) results were generated on the unicel dxc 600i synchron access clinical system for multiple patients. This report represents the falsely positive accutni results generated for one patient on (B)(4) 2012.upon repeat testing on another instrument, the repeat accutni result was negative, and regarded as valid. A corrected report was issued.the initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital for observation based upon the erroneous accutni results. No additional treatment was administered. Beckman coulter inc. Assessment of customer supplied data indicated that other assay results were provided, however the customer did not question these results as erroneous.the customer indicated the generation of indeterminate level one accutni assay quality control results. The customer also noted that the active calibration at the time of this event had an elevated relative light unit mean value for all calibrator levels. A system check from (B)(6) 2012 failed to meet established specifications. There were no event log messages generated in association with the event.the sample was collected in a serum tube with gel separator. It was a fresh sample, and was refrigerated between initial and repeat testing.no specific patient information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012.the field service engineer (fse) replaced the pipettor, substrate probe, aspirate and dispense probes, analytic module mixers and rollers, precision pump seals and o-rings. The fse performed the necessary alignments. The fse verified ultrasonics voltage and recalibrated the incubator belt. The fse recalibrated accutni using a new reagent and calibrator lot. Subsequent precision results and quality control results met specificationsupon the completion of the necessary and verified repairs, the instrument was returned back into operation.a definitive root cause for this event has not been determined to date.mdrs associated with this event:2122870-2012-00291,2122870-2012-00359,2122870-2012-00309,2122870-2012-00331.